Manufacturer narrative:
Device received with missing segments due to defective lcd display board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that during bolus the icons in the screen were erased and they did not read it properly. The customer¿s blood glucose level was 360 mg/dl at the time of the incident. Customer stated self-test was performed and user informed that the information in the screen were lighter almost erased. Troubleshooting was performed. The insulin pump will be returned for analysis.